Manufacturer narrative:
Unit received with all operating currents within spec ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, a21 error test with basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test. The customer¿s complaint of motor error was not confirmed. However, no damage to the support disk was found during the analysis¿. Pump history download using thds was successful. Motor error alarm and battery out limited confirmed was shown on down load report was on " 11/25/24 17:10:15 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind at line 6779 in source file shared. Hex = 06 2b 1a 7b 8f ca 71 19 18. 11/25/24 21:35:18 alarm #55 - alrm_bad_battery - batt test failed - the battery inserted on a battery change is weak at line 1757 in source file pump sup. Hex = 06 37 06 dd 92 e3 55 b9 18. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No motor error alarm noted. Motor passed motor test. No unexpected battery power loss anomalies noted. Battery out limit alarm and loose drive support disk( not confirmed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the motor error alarm, the pump was no longer turning on, and the customer was unsure if the drive support cap loose. The customer reported no adverse event. The event involved product(s) mmt-754cas. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-754cas. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.